Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 10-mar-2025, the user experienced a hypoglycemic event while at work. Although their continuous glucose monitor (cgm) displayed blood glucose (bg) in the 200s mg/dl, emergency medical services (ems) found their bg at 25 mg/dl. The user was transported to the emergency room (ER) and treated with intravenous fluids. They were not admitted and were released the same night. The user stated that ems observed the pump delivering insulin while bg was already low; however, a review of the ilet insulin pump logs confirmed that insulin delivery had stopped hours prior to the low. The user required assistance from coworkers who called ems, and they reported feeling dizzy, disoriented, and lightheaded during the event. The ilet pump was reconnected following the incident.